Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 3,000 mcg/ml compounded baclofen at 879.5. It was reported that there was a critical alarm, motor stall, on (B)(6) 2020. It was unknown if there were any environmental/externa l/patient factors that may have led or contributed to the issue. Diagnostics included telemetry taken. Interventions included replacement of the pump, which was planned but not scheduled. The issue was not resolved at the time of the report. There were no symptoms reported. There were no further complications reported/anticipated.